Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) visited system onsite and confirmed that the system was not switching on. As part of troubleshooting actions, the fse reset the connections and tried to boot up with field service framework (fsf), however the issue persisted. Fse decided to reload the software. To resolve the issue, the fse reloaded the system software and made required system adjustments, after which the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was not booting up. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.